Manufacturer narrative:
(B)(4). Batch # m53k8g. The ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m52r1k.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, several staples malformed with irregular shapes on the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.